Event description:
It was reported at a follow up appointment with the treating neurologist that the recently implanted vns patient had experienced a lot of hoarseness after vns placement. The patient's primary care physician referred the patient to an ent approximately 3 weeks following initial vns implantation surgery and the patient was told she 'had some vocal cord paralysis". At the follow up appointment with the neurologist, the patient's mother reported that the patient's voice is just about back to normal. At a more recent follow up appointment with the neurologist, it was noted that the patient's voice is fine at this time. There was no report of any interventions taken by the ent for the vocal cord paralysis. Diagnostic testing has not been done by the neurologist at this time, however, a device deficiency is not suspected.